Manufacturer narrative:
The lvad was not explanted from the patient after expiration. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2018. The outcome was reported as therapy related. There were no reported device issues or malfunctions that may have caused or contributed to the patient's cause of death. The device will not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The account reported the patient expired due to an unspecified illness. The outcome was reported as therapy related. No device related issues were reported and the account indicated the vad would not be returned. No further information was provided. The manufacturer is closing the file on this event.